Manufacturer narrative:
The tap tip fracture was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met stryker specifications. The plausible root cause of the event is not using awl to prepare the pedicle prior tapping.

Event description:
It was reported that; tap broke during use.

Event description:
It was reported that; tap broke during use.

Manufacturer narrative:
Investigation is currently still in progress, additional follow up will be provided once investigation is completed.

Event description:
It was reported that; tap broke during use.